Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted another manufacturer's abdominal synthetic vessel. Approximately five years after the index procedure, another manufacturer's stent graft was implanted to treat a ruptured aneurysm, and covered the descending aorta to near the left subclavian artery. Approximately one year after the secondary procedure, the valiant captivia stent graft was implanted. While attempting to advance the device into the aortic arch, the delivery system became caught on the previously-implanted abdominal synthetic vessel. The physician was able to successfully implant the valiant captivia, but was then unable to retract the spindle into the graft cover. The physician attempted to remove the delivery system without retracting the spindle, and the spindle became caught on the abdominal synthetic vessel. The physician was finally able to remove the delivery system. A kink in the graft cover was noted after the delivery system was removed. No clinical sequelae were reported and the patient is fine.

Event description:
Upon inspection of the delivery system, there was a kink in the graft cover 17.3 cm from the distal end of the graft cover. The external slider was retracted 27.5, resulting in a 26.5 cm gap between the graft cover and tapered tip. The rest of the device was unremarkable. The external slider was returned to its home position, which eliminated the gap between the graft cover and tapered tip. The capture mechanism worked as expected and no damage or abnormalities were observed. The event could not be confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; however, was most likely due to the use of the device within a previously implanted synthetic graft. A review of returned angio images during implant revealed that another manufacturer's stent graft was seen implanted into the thoracic aorta; the proximal end was just distal to the lsa. A catheter was seen placed into the lsa. The valiant device was implanted just proximal to the lsa, covering the lcca. A still image is seen of the tip pulled back into the valiant near the arch; the tip has not been recaptured. There is approximately 90 degree stent graft angulation in this location. A stent was seen placed into the lcca and the lsa was coiled. Images during d-s advancement and removal were not provided. The cause of the removal difficulties could not be determined, but it is likely that interaction with the previously implanted graft and stent graft contributed.